Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was foreign matter in the fluid path way of a 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter. No medical interventions were reported.

Manufacturer narrative:
Results: a review of the device history record revealed no irregularities during the manufacture of the reported lot # 7027572. Visual analysis was done on one used iag 20ga unit in an opened package from the lot number 7027572. The unit consists of the retracted needle/safety barrel assembly and the catheter/adapter assembly. During the visual/microscopic examination there was no silver fm observed in the tip of the catheter. Observed the characteristic v shape of a spear thru approximately 1/16th of an inch below the catheter tip and slit cut that goes thru the catheter tip. The returned unit provided for evaluation displayed the characteristic v shape of a spear thru. Conclusions: the defect foreign matter, as stated in the subject of the pir was not confirmed with the returned unit. No fm was observed as anywhere on the catheter tubing. Confirmed the characteristic v shape of a spear thru and slit cut that goes thru the catheter tip. The defect associated with this incident report was caused by the cannula spearing the catheter wall. It is uncertain whether the defect of needle thru catheter which was observed was caused by manipulation of the device by the user or by the manufacturing process. The unit was returned used and in an opened package